Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 25 alarm/audio/vibrate anomaly/absence of alarm found on (B)(6) 2021. The pump passed the displacement test, active current test, sleep current test and self test. The audio tone/beep functioned properly. No unexpected pump error 25 alarm noted during testing. Successfully downloaded history files and traces using thus/carelink. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (10) pump error 25 alarms found in the pump history file/trace on (B)(6)2021 started from 4:00 to 20:02. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. Pump error 25 alarm confirmed due to connector resistance j6 /pcb 1. Audio/vibrate anomaly/absence of alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power error detected alarm. It was reported that the power error detected alarm was recurring within a week of troubleshooting of the previous occurrence. Customer reported they did not received a battery low and low reservoir notification. The customer stated they were able to clear the alarm and complete the rewind process. Customer stated audio did change the volume level from 1 to 5. Customer performed the self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.